Event description:
The customer reported that a patient had a desat episode but the monitor did not generate an alarm. The patient required emergent care.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.